Manufacturer narrative:
Upon further investigation, the returned test strips were physically damaged and encompassed red color around the reagent due to the exposure to severe conditions. Further testing was performed using the in-house contour plus meter with in-house contour plus control solution and returned contour plus test strips from lot # 8dlhd01, which gave low readings. While, the testing with in-house meter, control solution and test strips gave satisfactory performance. It was also found that the level of measurement result depends on time period of exposure and environment such as high humidity, high temperature condition or their combination. The device history record for the returned contour plus meter was also reviewed and no manufacturing anomalies were found. The cause of the low readings was related to exposure of test strips to high humidity and high temperature.

Manufacturer narrative:
The customer returned the contour plus test strips lot # 8dlhd01c for evaluation. Another bottle of test strips and contour plus meter were not returned. An in-house testing was performed using the returned strips with in-house contour plus meter and the results were lower than expected. An in-house testing was also performed using in-house meter and in-house test strips from lot # 8dlhd01c, which gave satisfactory performance. The returned and in-house test strips were physically examined under a microscope. Both returned and in-house test strips did not have an apparent color change and the black reagent circle on the test strips were fully intact. A device history record was also reviewed for the suspected contour plus meter and no manufacturing anomalies were found. The test strips were sent to the manufacturer for further evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model # was not provided. This event is related to MDR # 1810909-2019-00443.

Event description:
The customer from (B)(6) reported that he obtained a blood glucose reading of 70 mg/dl with contour plus test strips lot # 8dlhd01c and 129 mg/dl with a different bottle of contour plus test strips when tested along with the contour plus meter. The customer did not provide the lot # for the new bottle of the contour plus test strips. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.